Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a blank display. Unable to perform the displacement test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2. However, found corroded battery tube. Pump power up with pump case test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, serial number label missing. In conclusion, the unit received blank display due to corroded battery tube and cracked case corner of belt clip rails confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that there was a crack in the back of the insulin pump. The customer reported no adverse event. The event involved product mmt-1780kpk. Troubleshooting was performed, and the customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer discontinued using the device. The insulin pump mmt-1780kpk was requested and was returned for product analysis.